Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 03/17/015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed, which found that the top cover was cracked, motor and encoder covers were damaged, and the battery bay compartment cover was missing. During functional testing, the reported user advisory 41 (patient temperature sensor failure) could not be duplicated. The platform was run for one hour with a large resuscitation test fixture with no user advisories or warnings exhibited. The platform performed as intended during functional testing. Device inspection found that the patient temperature sensor was functioning as intended. Although no ua 41 codes were observed on the reported event date, the archive does show that multiple ua 41 codes occurred on other dates. Based on the investigation, the parts identified for replacement were top cover, motor and encoder covers, and battery bay compartment cover. In summary, the reported complaint of the platform displaying a ua 41 code was confirmed during archive review. The reported ua 41 could not be duplicated during functional testing. Evaluation of the device could not identify any mechanical issues with the device that may have caused or contributed to the ua 41. Device inspection found that the patient temperature sensor was functioning as intended. A root cause for the ua 41 could not be determined. Following service, including replacement of the damaged parts, the platform passed all test criteria.